Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead exhibited lead noise. There were no other electrical anomalies. No programming changes were made. The patient was stable and would be followed via remote.